Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they could not get the patient¿s interstim to go off. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported and corrected that the unit was off and had been off for over five years. The patient turned it off in (B)(6) 2013 before going in to surgery and never turned it back on. It was noted the patient would be asking their new provider to have it removed. No further complications were reported/anticipated.